Event description:
As reported from our affiliates in germany, this was a case of a 26mm sapien 3 ultra transcatheter heart valve by transfemoral approach. The left femoral artery was punctured and a 14fr esheath was inserted. While advancing the commander delivery system with crimped valve through the esheath, resistance was encountered, and the valve got stuck in the non-expandable part of the esheath. After several attempts, it was determined that a valve strut had bent, tearing the esheath. Despite this, it was possible to remove the entire system without causing an injury. A new system was prepared and then the valve was successfully implanted with good result and no harm to the patient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
Updated h6- type of investigation, investigation findings corrected h6- component code, investigation conclusions the returned device was visually inspected, and the following was observed: crimped valve: crimped valve/frame slightly distorted. Three (3) struts visibly exposed through skirt. One (1) strut slightly bent inward at outflow. Expanded valve: valve frame slightly canted/distorted. Three (3) struts visibly exposed through skirt. Leaflets wrinkled and dehydrated, likely due to prolonged crimped state. The complaint for valve frame damage was confirmed based on returned device evaluation. A review of DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "after the puncture and approach of the left femoral artery and after the insertion of esheath 14 f, difficulties arose in pushing the commander delivery system through the esheath 14f" and "the valve presumably got stuck in the non-expandable part of the esheath. After several attempts, it was determined that a valve strut had buckled, tearing the esheath 14." Per training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "in expectation of high friction, use short movements." As confirmed via additional received information, patient had mild tortuosity. The presence of tortuosity can create a challenging pathway for delivery system advancement through sheath leading to resistance and high push force. In this case, it is possible that excessive manipulation was used to overcome navigation difficulties, which can cause the valve struts to interact with the sheath shaft, resulting in frame damage and torn sheath, as reported. As such, available information suggests that procedural factors (excessive device manipulation) and/or patient factors (tortuosity) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.